Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the unit meets specifications for mdu-5 qc functional test. In addition, the unit successfully underwent a continuous burn-in for 6 hrs. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-08230 and 2134265-2014-08231. It was reported that automatic pullback failure has occurred. During a percutaneous transluminal coronary angioplasty an ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and unknown sled to treat an unknown lesion. However, the ilab had malfunctioned, the retraction of the motor drive unit 5 was not smooth. Automatic pullback failure occurred sometimes in the procedure. The procedure was completed by changing the motor drive unit. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-08230 and 2134265-2014-08231. It was reported that automatic pullback failure has occurred. During a percutaneous transluminal coronary angioplasty an ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and unknown sled to treat an unknown lesion. However, the ilab had malfunctioned, the retraction of the motor drive unit 5 was not smooth. Automatic pullback failure occurred sometimes in the procedure. The procedure was completed by changing the motor drive unit. No patient complications reported.